Event description:
The pt received an scs system, including a rechargeable ipg, on (B)(6) 2010. It was reported the pt lost telemetry with and stimulation from her device. A new pt programmer was shipped to the pt to troubleshoot the issue. Unfortunately, multiple attempts to contact the pt have been unsuccessful. No info regarding the device functionality or pt condition could be obtained.

Manufacturer narrative:
Eval. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.